Event description:
The account stated that the architect c8000 analyzer generated a glucose result of 659 mg/dl. The sample was repeated and the result was 85 mg/dl. The elevated result was not reported and there was no impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was sent to the account. The fsr replaced: reagent syringe seal #1 and #2, reagent syringe o-ring, sample syringe o-ring and sample syringe seal tips #1 and #2. The fsr also replaced the sample and reagent probe, lls sample pre-amp board and the reagent pipettor crash sensor board. It was also determined that the probe wash cups had insufficient flow. The fsr adjusted the flow rates to nominal. The customer reported no further erratic results. This is the final report.